Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted on the (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department complaining of weakness. It was identified that the right ventricular (rv) lead exhibited high thresholds. Over-sensing was also noted during atrial tachycardia/atrial fibrillation (at/af) episodes. The rv lead remains in use. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.